Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred. Customer reverted to an alternate method of insulin therapy and a replacement pump was sent. Customer¿s blood glucose level was 104-105 mg/dl.